Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had woken up in the middle of the night with an irregular heart rhythm, and a low pulse. The patient was admitted to the hospital, and surgical intervention was performed. During the procedure, the right ventricular (rv) lead, was observed to be broken, and an isolation anomaly was detected. Therefore, the rv lead was explanted and replaced. There were no additional adverse effects to the patient reported. Additional information: a request for device return was submitted; however, this device has not been received by bsc.

Manufacturer narrative:
The lead is expected to be returned for analysis. This report will be updated upon the completion of the investigation, and will include the final analysis results. (B)(4).

Event description:
It was reported that the patient had woken up in the middle of the night with an irregular heart rhythm, and a low pulse. The patient was admitted to the hospital, and surgical intervention was performed. During the procedure, the right ventricle (rv) lead, was observed to be broken, and an isolation anomaly was detected. Therefore, the rv lead was explanted and replaced. There were no additional adverse effects to the patient reported. The lead is expected to be returned for analysis.